Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2017-07371. It was reported the patient experienced increased pain in her mid upper back. In addition, the patient had excessive bleeding at the wound site. As such, the patient's trial leads were explanted.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-07371, follow-up identified the patient was hospitalized for three days during which time the patient underwent two MRI procedures. The patient was diagnosed with a blood clot. Although the clot had since shrunk in size, it was still present. The patient was given steroids and discharged from the hospital.